Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformance's or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed. Clinical investigation: a temporal relationship exists between ccpd therapy utilizing the liberty cycler set and the adverse event of peritonitis, characterized by abdominal pain and cloudy effluent (per laboratory findings). It is well established that pd patients are at high risk for infections of the peritoneum. The cause of this patient¿s infection can be attributed to a break in asepsis during ccpd therapy as reported by a medical professional. Nonadherence to aseptic technique through touch contamination during pd therapy is the leading source of transmission of peritonitis causing pathogens. This is further evidenced by the presence of a microorganism that is part of the normal flora of human hands and skin. Therefore, the liberty cycler set can be excluded as a root cause or contributor to this patient¿s adverse event. Based on the required information, there was no allegation or objective evidence of any fresenius product(s) or device(s) deficiency or malfunction caused or contributed to this patient¿s adverse event.

Event description:
The contact for a peritoneal dialysis (pd) patient reported to fresenius that the patient was recently hospitalized with abdominal pain due to draining issues. Follow-up with a pd registered nurse (pdrn) from the patient¿s home dialysis clinic revealed the patient was hospitalized with peritonitis. Additional follow-up and review of provided hospital documents confirmed the patient was hospitalized on (B)(6) 2024 following abdominal pain. Peritoneal effluent fluid cultures and a white blood cell (wbc) count taken in the hospital presented with staphylococcus epidermidis in the culture and a wbc count of 2871/mm3 with 80% polymorphonuclear cells. The patient was diagnosed with peritonitis due to a break in asepsis during continuous cyclic pd (ccpd) therapy on the liberty select cycler at home. The patient was initially prescribed a one-time dose of intravenous ceftriaxone, followed by intraperitoneal (ip) vancomycin, a one-time dose of ip cefazolin and ip cefepime (dosages not reported) to address the infection. The patient continued with ip vancomycin for 14 days with completion on (B)(6) 2024. The patient was able to undergo ccpd therapy, presumably on a hospital provided cycler for the duration of the admission. There was no indication the patient¿s peritonitis and associated hospitalization were due to a deficiency or malfunction of any fresenius product(s) or device(s). The patient was discharged on (B)(6) 2024. The patient¿s orders for discharge included continuing pd therapy (presumably on the same liberty select cycler) following the hospitalization.